Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Attempts to obtain additional information were unsuccessful. Without additional information or device the reported re-operation cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm mitral bioprosthetic valve that required valve in valve intervention after an unknown implant duration due to unknown reasons. The patient was treated with an implant of a transcatheter valve within the existing prosthetic mitral valve. There were no reported complications. No additional information has been received.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Additional information received indicates edwards received information that a 29mm transcatheter valve was implanted inside a disabled 29mm mitral valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to severe mitral stenosis which was confirmed by echo and transesophageal echo. The implant duration of the disabled 29mm mitral valve at the time of the valve-in-valve procedure was six (6) years, eleven (11) months. Both devices remain implanted. The patient was taken to the intensive care unit (ICU) without complications of the procedure. The patient was later discharged.